Manufacturer narrative:
The affected device was provided for the investigation. Even though no specific date of event was provided the log file confirms the ¿device failure (3)¿ occurred. During testing of the device the error could be reproduced and the pcb m16.2 therapy control was determined as the root cause. After replacement all tests passed according to specification. As a safety feature of the ventilator, the software analyses and verifies proper function of the device. Device failure 3 refers to a disturbed communication of the ventilation unit and the cockpit. The device reacted as specified to this issue by alerting the user with an audible and visual alarm. In order to rectify the error a restart of the cockpit and the ventilation unit was initiated. During the restart lasting about 8 seconds the emergency-breathing valve would open allowing for spontaneous breathing. The device would at maximum try 3 restarts within 40s; manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that during the operation of the device on the patient the device gives a red alarm with the message ¿device failure (3)¿ and the customer was unable to stop the alarm or switch-off the device. No injury has been reported.